Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker exhibited a diagnostics anomaly in which the patient name and physician name appeared as invalid characters. No intervention was performed. The patient was discharged from the hospital (for an unknown visit).